Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a power error detected alarm. The customer¿s blood glucose was over 600 mg/dl at the time of incident. Customer stated that the insulin pump had recurring power error detected alarm even after battery change. Customer reported that recurred within a week of previous troubleshooting. The customer also reported that she was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 until (B)(6) 2018 details that led to the event and add relevant information if applicable. The customer experienced symptoms such as feeling tired and dizziness. The customer was treated with manual injection. The customer was not wearing the insulin pump greater than 48 hours prior to hospitalization. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. However, insulin pump trace download analysis confirmed the pump alarmed power error . The power management tool confirmed power error was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board after disconnecting and reconnecting the internal battery connector on electrical board the insulin pump was monitored and functioned properly. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.